Event description:
It was reported on (B)(6) 2011 that a catheter had failed dye test about 8 days ago. Pt was scheduled for surgery on (B)(6) 2011. Pt experienced withdrawal and was prescribed oral meds for visceral pain, which were not helping. Pt had relocated and wanted the revision surgery earlier and was considering physician options. It was also stated that the last refill approx three weeks ago, resulted in a "purple hematoma over the pump." Pt suffered from pain and was seen by another physician on relocation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).